Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the driver stopped turning during a rib fixation procedure. The surgeon used the 90 degree screwdriver and it worked well for the most part. But, one of the screwdrivers stopped turning as he was using it. He finished screwing in a plate and noticed that the screwdriver was making a strange noise and was intermittently getting stuck as he turned it. The screwdriver was removed from the case and the other available 90 degree screwdriver was used to complete the case. No adverse events have been reported as a result of the malfunction.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. The 90 degree contra angle screwdriver (part# 24-1189, lot# 490190) was visually evaluated. The driver appeared to be in good condition overall with some minor wear on the body from general usage. Functional testing was done by turning the knob in both the clockwise and counter-clockwise directions. The knob was stiff and difficult to turn. The cover was removed from the head assembly and the knob was turned again. While rotating the knob again the gears were observed inside the head assembly and they did not appear to be moving at all. Further disassembly showed that the shaft which interfaces between the head assembly gears and the shaft assembly's hex rod had a locking pin that fractured on the gear end. Device history record (DHR) was reviewed and no discrepancies were found. There are no indications of manufacturing defects. Investigation results concluded that the reported event was due to excessive force being applied during use, which caused this locking pin to fracture. The instructions for use (IFU) for this product states in the section titled 'warnings and precautions': avoid undue stress or strain when handling or cleaning instruments. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.